Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on completion of the case, during the swab and instrument count, scrub nurse da souza noticed that one of the used fixation drill pins was not completely intact. There was approximately 1cm from the tip of the pin missing. It was also reported that the remaining part of the drill bit was noticed on x-ray fixed on the medial side of the femur.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.